Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was fading over the past few weeks. There is no further information regarding the complaint available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the display lens was returned cracked around the edges. The display screen was found to be discolored and dim. A test screen was installed and displayed properly.